Manufacturer narrative:
Conclusion: it was reported that the patient was experiencing power switching. The controller (B)(4) and six batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller and batteries passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to address momentary disconnections. Additional devices: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was experiencing power switching. The controller ((B)(4)) and six batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing and visual inspection. Failure analysis revealed that the controller passed functional testing. Visual inspection of controller under 10x magnification revealed a hairline crack around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on the investigation conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to address momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices: battery/ (B)(4) / cat#1650de / exp. Date:05/31/2018. (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: 05/31/2017. Labeled for single use: no. (B)(4). Battery/ (B)(4)/ cat#1650de / exp. Date: 06/30/2018. (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: 06/30/2017. Labeled for single use: no. (B)(4). Battery/ (B)(4) / cat#1650de / exp. Date: 05/31/2018. (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: 05/31/2017. Labeled for single use: no. (B)(4). Battery/ (B)(4) / cat#1650de / exp. Date: 06/30/2018. (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: 06/30/2017. Labeled for single use: no. (B)(4). Battery/ (B)(4) / cat#1650de / exp. Date: 06/30/2018. (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: 06/30/2017. Labeled for single use: no. (B)(4). Battery/ (B)(4) / cat#1650de / exp. Date: 05/31/2018. (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: 05/31/2017. Labeled for single use: no. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited battery switching. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.